Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, a pericardial puncture was performed because a pericardial effusion was detected. It was noted that the helix of the right atrial (ra) lead may have perforated during the implant procedure due to the excessive pushing that occurred during the implant. Two weeks later the patient had recovered and the ra lead remains in use. No further patient complications have been reported as a result of this event.